Manufacturer narrative:
The customer informed philips the device was being retired from service instead of evaluating and repair the device.

Event description:
It was reported to philips the device's etco2 sensor failed to activate during use and when calibrating it. There was no patient involvement.